Manufacturer narrative:
Siemens filed the initial MDR on 09-jan-2019. Corrected information (09-jan-2019): the initial MDR indicated in the relevant tests/laboratory data that the assay name was "cardiac total hcg." The correct assay name is "total hcg." Relevant tests/laboratory data has been updated to reflect the corrected information.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report discordant, falsely elevated total hcg results obtained on two patient samples on an advia centaur cp instrument. A siemens customer service engineer (cse) was dispatched to the customer's site multiple times and noticed fluid remaining in the ring cuvettes after a run. The cse replaced the rinse blocks, peripump tubing , and waste pump. Additionally, the cse adjusted the sample pump pressure and ran controls, resulting acceptably. The cause of the discordant, falsely elevated total hcg result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated total human chorionic gonadotropin (total hcg) results were obtained on two patient samples on an advia centaur cp instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting lower. The repeat results were not reported to the physician(s). The samples were repeated on an alternate advia centaur cp instrument, resulting lower than the discordant results. The repeat results on the alternate instrument were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated total hcg results.